Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection and erosion. The patient was also reported with severe non-reversible symptomatic bradycardia due to second or third degree atrioventricular block. In addition, the patient had septic shock and bacteremia. The ra lead was explanted. No additional adverse patient effects were reported.